Manufacturer narrative:
The sample is not available to be returned for evaluation.

Event description:
The event involved a plum set that leaked on the filter an hour after an infusion of adriamycin was started. There was patient involvement, but no harm reported; however, the drug was exposed to the patient's clothes. This record captures the first of three devices.